Event description:
We received an allegation about discrepant results for 7 patients' samples tested with vitamin d assay and 1 patient sample tested with vitamin b12 assay on a cobas e801 immunoassay analyzer. The following 7 samples were tested for vitamin d: sample 1: initial result: 166 nmol/l. Repeat result: 70 nmol/l. Sample 2: initial result: 179 nmol/l. Repeat result: 100 nmol/l. Sample 3: initial result: 96.1 nmol/l. Repeat result: 33.3 nmol/l. Sample 4: initial result: 135 nmol/l. Repeat result: 55.8 nmol/l. Sample 5: initial result: 161 nmol/l. Repeat result: 76.7 nmol/l. Sample 6: initial result: 146 nmol/l. Repeat result: 65.5 nmol/l. Sample 7: initial result: 125 nmol/l. Repeat result: 54.6 nmol/l. Sample 8 was tested for vitamin b12: sample 8: initial result: 202 pg/ml. Repeat result: 263 pg/ml (on line 3).

Manufacturer narrative:
Vitamin d and vitamin b12 reagents' lot numbers and expiration dates were not provided. The customer received an error alarm on the day of the event. Qc was then performed and found to be out of range promoting the repeat of the samples. The customer stated that the pro cell was flashing as if it was empty but when they were trying to change it, they noticed it was half full. The alarm trace showed a sample clot detection alarm. The field service engineer conducted local troubleshooting and replaced 4 tubings. Qc was performed and ts was successful. The root cause was consistent with leakage in one of the replaced tubings and/or worn packing seals. No further issues were reported after the service visit.